Manufacturer narrative:
Initially it was reported at the time of the procedure the patient was hospitalized in ICU (intensive care unit) and he was still hospitalized as of (B)(6)2021. There was no additional stay due to this adverse event. Additional clarification was received on (B)(6)2021 on the hospitalization. The patient was hospitalized for monitoring on deglobulization. The patient went back home on (B)(6)2021. There was no additional stay due to this adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/2/2021 on the event. The patient is male. Physician felt resistance when trying to remove the device; however, no surgical intervention was required. Physician related the cause of the issue to the procedure and patient condition. At the time of the procedure the patient was hospitalized in ICU (intensive care unit) and he is still hospitalized as of (B)(6) 2021. There was no additional stay due to this adverse event. Physician reported that the patient is doing well for his condition. Per the additional information received on 2/2/2021, the prolonged hospitalization was not related to the issue which occurred during this procedure. Therefore, ¿prolonged hospitalization¿ will not be assessed to this complaint file. Therefore, the field of a3. Gender was populated. In addition, the event date was provided of 1/5/2021. Therefore, a3. Date of event was populated. Initially it was reported that the pentaray nav high-density mapping eco catheter became entrapped into the patient¿s mechanical valve and the spline was fully separated. The biosense webster, inc. Product analysis lab received the device for evaluation and on 2/3/2021 observed the splines #2 and #3 torn with internal components exposed. The electrodes of spine #2 damaged present the condition lifted and polyurethane (pu) border damage. It was observed elongation in the broken section of booth spines. The spine #3 has all electrodes missing. The spline condition remains assessed as MDR reportable. The additional finding of the damaged electrodes with sharp-lifted electrodes was also assessed as MDR reportable. The device evaluation was completed on 2/23/2021. The device was visually inspected and the splines #2 and #3 were found torn with internal components exposed. The electrodes of spline #2 damaged present the condition lifted and pu border damage. It was observed elongation in the broken section of booth splines. The spline #3 has all electrodes missing. A manufacturing record evaluation was performed for the finished device 30446778l number, and no internal action related to the complaint was found during the review. The customer complaint has been confirmed. The root cause of tip damage was procedure related since it is reported the catheter was used in a mechanical valve. Considering the instructions for use recommendation indicates that this effect could occur when pentaray¿ catheters is used in patients with prosthetic valves. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Event year was reported as 2021. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure on which a pentaray nav high-density mapping eco catheter became entrapped into the patient¿s mechanical valve and the spline was fully separated. During the procedure, the catheter became entrapped into the patient¿s mechanical aortic valve. One of the catheter splines become detached from the tip inside the left ventricle and remain inside the patient¿s body. The physician decided to not remove the fragment. Physician felt resistance when trying to remove the device; however, it is unknown how the catheter was released from the mechanical valve. It was confirmed the procedure could be successfully completed. The patient did not develop any consequence. Per the pentaray instructions for use (IFU): do not use pentaray¿ catheters in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is active systemic infection. The medical device entrapment with excessive manipulation required was assessed as MDR reportable. The spline fully separated was also assessed as MDR reportable.